Event description:
It was reported that the numbers on the insulin pump started ramping without the customer's intervention as if the buttons were stuck. The customer also mentioned moisture in the reservoir compartment, but it was unsure if it was coming from the reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.